Event description:
It was reported that patient underwent hip revision surgery due to unknown reason about twenty one (21) years after initial surgery. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This report is a combined initial and final. D10: unknown cementless allofit cup, item# unknown, lot# unknown. Unknown 28mm metasul head, item# unknown, lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00305, 0009613350 - 2023 - 00306. G2- switzerland. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item number and lot number unknown.